Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silcone lens. The lens haptic broke upon insertion into the eye. The lens was removed in pieces without enlarging the incision. A suture was required to close the wound. The injectior model that was used was a msi-pm, the facility was unable to provide the injector lot number. The cartridge model that was used was qa cartrige fp and the lot number 1197055.